Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amulet steerable delivery sheath. The patient was in normal sinus rhythm. A trivial effusion was present prior to the procedure. Transseptal access was inferior and mid. The patient's left atrial pressure was 14 mmhg. During the procedure it was noted that the occluder was too small. The occluder was removed from the patient and replaced with a new 25mm amplatzer amulet left atrial appendage occluder. The occluder was implanted. The following day the pericardial effusion grew to 3.1cm. A pericardiocentesis was performed. The patient status was stable. Per the physician, the worsening pericardial effusion may have been due to the occluder or transseptal puncture.

Manufacturer narrative:
It was reported that post amulet implant the patient developed a 3.1 mm pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported patient effect of pericardial effusion could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Cine review images are on medidata case# (B)(4). The images show a thin segment around the heart could potentially be either trivial effusion or fat pad. The available space on the fossa ovalis appears to be small, and no images are captured of the actual transseptal puncture; the tsp location stated in the report can therefore not be confirmed or denied via these images. The images show a wire in the svc in one saved frame, and the very next image has an amulet device implanted within the laa. No images captured of device deployment either. The first deployment (presumably the 22 mm amulet) appears to have a mitral shoulder in the 135-degree view. The next saved image appears to be the same deployment, presumably the 25 mm amulet. The device lobe appears to be tucked in more in the 135-degree view, but the device disc is not sitting on top of the pulmonary vein ridge. It appears to be tenting against the thin wall to the transverse sinus. The 4-chamber image saved after device deployment appears to show no change from the baseline effusion/fat pad. No images were given from the following day, so the pericardial effusion cannot be confirmed via these images.